Event description:
It was reported that the cone of the patient interface had loose particles/fibers. No further information has been provided. This report is 1 of 3.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event - unknown/not provided. (B)(6). The material has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.